Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She was able to manually remove a pledget piece and another piece of pledget came out a few days later. She went to her doctor and a vaginal exam was performed. No pledget pieces were found during the exam. She did not experience any adverse health effects.